Manufacturer narrative:
The reported events of sensing issue and output anomalies were not confirmed. The device was received with normal output and telemetry communication. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
During an initial implant procedure (B)(6) 2023, it was reported that the pacemaker (pm) had no sensing at certain programmed rate. The settings were reprogrammed to accommodate, but then the pm was then noted to have device sensing issues in the form of p-wave amplitude variation. There were no consequences to the patient. The pm was not implanted, and a new pm was implanted successfully. The patient was stable throughout the procedure.